Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'pump turn off' which was reproduced. A review of the event history log identified multiple presence of 'improper shutdown!'. The reported condition was verified. The cause was determined to be depressed battery pins on the rear case as a result of dried fluid. The battery pins will be cleaned to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the medicine department. There was no patient involvement. No additional information is available.